Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at battery tube threads. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. (B)(4)

Event description:
It was reported that the customer's insulin pump was dropped and a the reservoir compartment is cracked, and a piece of the insulin pump is broken. Customer's blood glucose level was unknown. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.